Event description:
It was reported that on (B)(6) 2010, due to stable angina and acute coronary syndrome with elevated ckmb or positive troponin, the pt underwent the index procedure to treat a 90% stenosis in the first obtuse marginal. After pre-dilatation, a 2.5 x 28 mm promus stent was deployed at 10 atmospheres (atm). Vessel dissection was observed at the distal and proximal edges of the stent, which required placement of two additional stents. Post-stent deployment residual stenosis was 0%. The pt was discharged from the hospital on (B)(6) 2010. In the physician's opinion, the event of the distal and proximal edge dissections were mild in intensity, not related tot he study of medication, not related to the study device and definitely related to the study procedure. No additional info was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Dissection is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.